Event description:
Boston scientific received information that a low shock impedance measurement of less than 20 ohms was detected on this transvenous lead. The representative also inquired why this measurement was not viewable on the trending report. As no other out of range measurements were noted on the lead, no intervention or reprogramming was performed, and the physician will continue to monitor the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.